Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump. It was reported that the patient's symptoms during a bridge bolus were suggesting the dose was too high. The bolus was programmed on (B)(6)2018 for 2-3 days, but after 12 hours the patient started having symptoms suggesting the dose was too much. The dose was decreased and then the concentration of new drug was also decreased. No patient information was available. No further issues were reported or anticipated.